Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized with low blood glucose of 27 mg/dl, after becoming unconscious. Customer stated she went to a play and her blood glucose was 75 mg/dl, so she took four sugar tabs and thought she felt fine. The next thing she knew, she was in the hospital. A concussion was suspected, as customer fell, but the doctor ran tests and ensured customer was not bleeding inside. She was wearing insulin pump at time of hospitalization, but did not have it anymore to be able to troubleshoot. Customer did stated she was disconnected from the insulin pump during rewinding and priming. The insulin pump was reportedly not exposed to any strong magnetic fields. Nothing further reported.